Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank display and a partial display on the insulin pump. Customer's blood glucose was 190 mg/dl. The customer stated they were able to view the battery life, reservoir life and time. However, customer stated the insulin pump's display would go blank when a button was pressed. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display was noted. However, the display faded out after any button was pressed due to a short at the liquid crystal display driver. The displacement test could not be performed due to the fading display. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.